Event description:
Broke out into sores in mouth and tongue. After using this denture cream, she rinsed dentures; the product was so strong it caused a breakout of sores on tongue and mouth. Says the product does not have an ingredient list. She contacted the company and was told it does not have to list ingredients for nonfoods. She contacted (B)(6). A person from (B)(6) read her the ingredients which lists sulfate. She is allergic to sulfates and would not have purchased if she'd known. Use of product was discontinued and several days later her mouth healed.